Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during segmental resection of lung, the cartridge was connected to the handle with no problem . When the surgeon clamped the tissue, he/she felt the handle was stiff. The surgeon tried to fire the device, however the knife did not advance. The procedure was completed with another device. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during segmental resection of lung, the cartridge was connected to the handle with no problem . When the surgeon clamped the tissue, he/she felt the handle was stiff. The surgeon tried to fire the device, however the knife did not advance. There was no patient injury.